Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6), study ID (B)(6) and incident type ae subevent number: 001. Primary diagnosis: stenosis onset date: (B)(6) 2025; outcome date: 2025-11-03 outcome status: recovered/ resolved interventions: action subtype: hospitalization action result: new hospitalization action date: (B)(6) 2025; hospitalization end date (B)(6) 2025 action subtype: ae result in any treatment action result: yes action subtype: medication administration action result: yes any of these opiates or narcotics (adjusted or administered): no site seriousness assessment: there is hospitalization and no congenital anomaly, death, disability, life threatening, medical or surgical intervention. Site related assessment: it is not related to study device and possible related to study procedure (index surgery). Diagnostics: action type: diagnostic action subtype: diagnostic tests performed action result: no event: it was reported that the patient had cervical myelopathy, neck pain with severe stenosis at c5-7, nonunion, flat neck. Failed conservative management therefore in the outpatient setting elected proceed with cervical decompression fusion. Patient was stabilized and symptoms were recovered, hence discharged from hospital. Additional information was received that sponsor assessment (oc muo): possible related to study device and not related to procedure. Additional information was received that onset date: 2025-10-06 description 1: cervical spondylotic myelopathy interventions: action subtype: hospitalization action result: new hospitalization action date: (B)(6) 2025; hospitalization end date (B)(6) 2026 action subtype: ae result in any treatment action result: yes action subtype: medication administration action result: yes any of theseopiates or narcotics (adjusted or administered): no action subtype: spinal surgery action result: yes specify the additional spinal surgery additional spinal surgery, (B)(6) 2025.